Event description:
During a call to baxter on (B)(6) 2011, the homepatient (hp) reported that on an unreported date in 2011, just prior to the onset of symptoms, that he had experienced a "connection issue", and on (B)(6) 2011 experienced symptoms of peritonitis. On an unreported date in (B)(6) 2011, a peritoneal dialysis (pd) effluent culture was performed. No hospitalization was required and treatment was not reported, but was performed at home. At the time of this report, the patient was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h10k04081, h10k16010 and h10l14013 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.